Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0503503v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type I. It was reported a lead replacement was done because there was high impedance on the thoracic lead. The issue was resolved and the patient was alive with no injury. The issue occurred during normal use and it was asked but unknown when the event began. The lead would not be returned as the customer discarded it. Additional information was received from the rep. A power on reset (por) was reported. It was noted that the healthcare professional replaced both the patient¿s cervical and thoracic leads to make to system full body MRI eligible. The por was a parity por with code (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.